Manufacturer narrative:
The device was used for treatment not diagnosis. Unk lot number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was able to successfully pass the gamma nail below the condylar plate screw to complete the nail implantation procedure. This is report 1 of 2 for (B)(4).

Event description:
There was a surgery to put in a long gamma nail; during the procedure, they realized there was a distal femur condylar plate in the patient. It was reporting during the removal of a distal femur condylar plate, one of the 5.0 cannulated screws on the plate was stripped. In trying to remove the stripped screw, the surgeon used the 309.510 (conical extraction screw for 1.5mm & 2.0mm cortex screws), but the tip of the extraction screw broke off when engaged to the screw. Surgeon was unable to remove the screw and plate. The items remain in the patient. No further event information was provided. The patient outcome was fine. Report 1 of 1 for complaint (B)(4).